Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. After the customer changed the battery, the insulin pump kept buzzing and had an alarm. The only thing showing on the insulin pump was the number 2. The customer's blood glucose was unknown. The alarm did not occur during the rewind or prime sequence. They were unable to perform the self-test because the insulin pump was not allowing her to navigate. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had no unexpected alarm, buzzing, stuck at number 2 or display anomaly noted during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.